Event description:
Pt was implanted with tfn construct on (B)(6) 2012 for an intertrochanteric fracture of femur. Pt complained of pain on (B)(6) 2012, at which point x-rays were taken. X-rays revealed the helical blade had perforated the femoral head. Pt was returned to the operating room on (B)(6) 2012. Tfn was extracted without incident and pt was revised to hemiarthroplasty on (B)(6) 2012. Revision surgery was completed and was uneventful. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for mfg revealed no complaint related issues.